Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)); smartablate pump (model# m-4900-08 serial# (B)(4)); ismus catheter (model# unknown lot# 17237989l); coronary sinus catheter (model# d-1353-03-s lot# 17513607m). (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter procedure with a thermocool® smarttouch® sf uni-directional nav catheter and suffered a cardiac tamponade which required pericardiocentesis. During the ablation phase, perforation was noticed and a steam pop was heard when the patient¿s blood pressure dropped. The injury was confirmed using echocardiogram. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was reported to be stable when he left the electrophysiology lab. The patient did require extended hospitalization due to the event. The patient¿s current condition is unknown. The physician did not provide a causality opinion on this event. A transseptal puncture was performed with an unknown needle. A terumo 8.5 fr short sheath (11cm) was used during the procedure. The patient did not receive anticoagulant. The generator was in power control mode at 45 watts (not titrated) and a temperature cutoff of 43°c. At the time of injury over 5 lesions has been completed in the area prior to the steam pop. The last ablation cycle was 16.8 seconds. At the time of injury, the power was 45 w, temperature reading 25°c, average impedance 105 ohms with a brief rapid increase to 160 ohms immediately prior to the injury. Irrigation flow was set at 15cc/min during ablation. There were no error messages on biosense webster inc equipment during the procedure. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.